Event description:
It was reported the subject device had residue on the adhesive of the flexible tip. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h3, h4, h6 and h11. The subject scope was not returned to olympus for inspection; however, a field service engineer (fse) was dispatched to the customer site and residue on the adhesive of the flexible tip was confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the material could not be analyzed since it is not available for inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer